Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump may not be delivering properly. Customer stated that his blood glucose levels have ranged from 300 to 500 mg/dl for several days leading up to the call. Blood glucose level at the time of the call was 372 mg/dl. The customer stated that he treated with manual injections, and his blood glucose levels came down. Customer stated that he had already gone through the troubleshooting process, and requested that the insulin pump be replaced. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.